Event description:
Report received from the USA stating that the device handle was "warm" and had a "burning smell" during an ear procedure. The procedure was finished with a different drill. The reporter stated that the hospital was unable to provide pt info due to the info not being documented. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.